Event description:
It was reported that the left ventricular (lv) lead dislodged. The lv lead was revised and remained in use. The patient is a participant in the optilink hf study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): 5076-52, implantable pacing lead, 2010-(B)(6); 693565, implantable tachy lead, 2010-(B)(6); d354trg, implantable cardioverter defibrillator, 2010-(B)(4).

Event description:
It was later reported that the lv lead dislodged again. Phrenic nerve and diaphragmatic stimulation were also observed. The lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).